Event description:
It was reported that during an arthroscopy, the footprint ultra peek suture anchor broke into two pieces when the surgeon malleted halfway into the targeted hole. Half of the anchor body was in the bone, and the other half was detached. The pieces were partially removed using forceps, while some peek material was embedded in the bone and couldn't be removed. The procedure was completed using an s+n backup device in an additional bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly and sutures were not returned. The insertion device has no visible defect. A functional evaluation showed the proximal knob will rotate and move the distal anchor/plug rod as intended. A material assessment could not be performed due to the broken implant not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A clinical review states that the IFU does recommends the use of a 3.5mm spade tip drill to prep for hard bone. As the IFU does warn, ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device¿. A photo of the removed broken anchor was provided; however, it does not aid in determining the root cause of the reported failure. The broken piece of the implantable anchor was left secure in the patient¿s bone; therefore, micro-motion/migration is unlikely. The impact to the patient was the retained half of the anchor and the prolonged surgery. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.